Manufacturer narrative:
Date of event: unknown. There is no medical device type for this device as it is manufactured outside the u.s. The information is unknown because the device is unknown. Lot # unknown; catalog # unknown; medical device expiration date: unknown; UDI unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us. The information is unknown because the device is unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® ppt¿ tubes were providing incorrect results.